Manufacturer narrative:
E2 e3- information unknown. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the error message was not cleared before another scope was connected. Tac instructed the customer to shut off the cv-190/clv-190, disconnect the scope, plug it back in, and reboot the tower. The customer was not in front of the device at the time of call and opted to call back later. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display b30 error with three different scopes. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.